Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"Literature article entitled ""cementless total hip arthroplasty with delta-on-delta ceramic bearing in patients younger than 30years"" written by young-kyun lee, ki-choul kim, byung-ho yoon, tae-young kim, yong-chan ha, kyung-hoi ko. Published by hip international published online/accepted by publisher 16 july 2019 was reviewed. The article's purpose was to ¿evaluate the results of cementless tha with the use of the delta ceramic bearing, and determined the prevalence of osteolysis, squeaking, and ceramic fracture in patients aged < 30years at mid-term.¿ data compiled: ¿72 patients (86 thas) were followed-up for a minimum of 5 years (mean 70.8; 60-95.9months). There were 44 men (47 hips) and 28 women (39 hips). The mean age at the time of the index arthroplasty was 25.9 (16-30) years.¿ pre-operative medical history / reason for primary: femoral head osteonecrosis, secondary osteoarthritis and hip fracture. It is noted that implants in the study were depuy and non depuy. Depuy products: pinnacle cups, corail stems, srom stem, srom sleeve, biolox delta ceramtec head, biolox delta ceramtec liner. Adverse events (please note, specificity of adverse events to product types were not provided): 5 instances of pain ¿ no intervention, 8 instances of noise: grinding, snapping and squeaking ¿ no intervention, 8 instances radiolucent lines around femoral stems, noted specifically to corail stems ¿ no intervention, 1 instance of symptomatic deep vein thrombosis (dvt) at the 8th days after surgery ¿ type of treatment is not documented within the text of the article. It is indicated the patient had a health history of antiphospholipid antibody syndrome.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.